Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR. The device was manufactured on 3/26/2002 and was previously repaired on 7/22/2013. Investigation revealed damage to the hose. Prior to repair, the device operated below motor speed specifications. The device did not meet calibration or side to side specifications at the zero thickness setting. Repair of the device included replacement of the hose and standard repair parts. The reported event was most likely due to the device operating below motor speed specifications; however, a cause cannot be determined at this time. The device was repaired and returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. Not returned to manufacturer.

Event description:
It was initially reported that the device was not removing the skin smoothly. There were rough edges as well as tears on the skin specimen. Additional clinical information determined that event occurred during surgery. There was an impact/damage to the graft harvest, wherein the graft had rough edges and the edges required tidying. The initial graft was able to be used in trimmed pieces, however extra skin was required to be taken to supplement the first graft. An alternate device was retrieved and used to complete the surgery with a delay of approximately 30 min.